Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a new pump and has the setting from her old pump but is not sure how to hook up her blood sugar meter to the pump. The customer was assisted with programming her meter into the pump and had her do a confirmation finger stick. Her blood glucose was 411 mg/dl. That blood glucose value transferred over to the pump. Troubleshooting for the high blood glucose was offered and she said that it was probably because her settings at noon were only 135 mg/dl. She cannot get in touch with her doctor but can give herself insulin. The customer said that she has no ketones. She checked her blood glucose again and it was 351 mg/dl and then it went down to 300 mg/dl. Around 3:23 pm, the customer¿s blood glucose went down to 251 mg/dl. She was advised to follow-up with her doctor and to seek medical attention if need be. She said that she will continue to monitor her blood glucose. The customer mentioned that a few weeks prior, she was treating with syringes and then began using her new pump. She said that she only has four settings that were put in and that she did not have wizard settings. The customer was advised to refer to her doctor to get the bolus wizard, carbohydrate ratio, sensitivity, blood glucose target range and active insulin time set up. The pump is not returning for analysis.